Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up in backup vvi mode. A device download was performed successfully. Complete follow-up and induction test was suggested.